Event description:
This lead was implanted on (B)(6) 2005 and was explanted on (B)(6)2012 for an unknown reason. A new rv lead was implanted. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).